Event description:
The customer reported that while he was fishing, the insulin pump was exposed to moisture damage, and the device alarmed. Troubleshooting was performed, and moisture underneath the display was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.